Event description:
It was reported the ventricular plug is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular connector was broken. It was also noted that the upper case was broken, the lower case was broken, two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was broken and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused device battery removal test failure. (B)(4).